Manufacturer narrative:
Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 261 mg/dl at the time of the call, and 80 mg/dl after having 8 grams. The customer ate 80 grams and only went up to 120 mg/dl. The pump was on suspend and the customer still got lower. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering, as they have never been that low, and since they are sick, they should be high not low. The customer was using the recalled sets. The insulin pump will be returned for analysis.